Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that there was shocking and painful stimulation. It was confirmed with the patient programmer that the therapy was on. The patient turned stimulation down and stated that he was more comfortable. This was considered to be a sudden change in therapy/symptoms. The patient turned on the stimulation on (B)(6) 2015, stimulation was set at 5.2 volts, and he felt a shock. The patient had been trying to decrease stimulation all day. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome, circumstances that led to the event, or the steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.